Event description:
It was reported that during follow-up it was noted that the left ventricular lead was capturing in the atrium; the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.